Event description:
During procedure for implantation of an aortic-uni-iliac endograft, suprarenal fixation device would not properly deploy after multiple attempts. In an attempt to deconstruct the handle apparatus the endograft lurched forward 5 mm and spontaneously deployed the suprarenal fixation. As a result a second device was required to complete the procedure.